Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wang, j.q. Et al. (2020), comparison between minimally invasive deltoid-split and extended deltoid-split approach for proximal humeral fractures: a case-control study, bmc musculoskeletal disorders, vol. 21(406), pages 1-6 (china) https://doi.org/10.1186/s12891-020-03417-9. The aim of this study is to perform a retrospective analysis comparing clinical outcomes between surgical intervention types in proximal humeral fractures (phf). From january 2016 to december 2018, 115 patients underwent philos plate fixation (synthes, oberdorf, switzerland). 64 patients (27 males and 37 females)were treated using the minimally invasive deltoid-split approach (mippo group), and 51 patients (25 males and 26 females) were treated using the extended deltoid-split approach (orif group). The following complications were reported as follows: 3 patients had wound infections. All infection controlled by local dressing change and antibiotic injection. 5 patients had delayed union. All fractures healed eventually. 3 patients had subacromial impingement syndrome. The symptoms improved after internal fixation was removed. 1 patient had head necrosis. It was treated via shoulder hemiarthroplasty. 1 patient had a screw cutting out. It after internal fixation was removed. This report is for an unknown synthes screws. It captures the reported screw cutting out. This is report 2 of 2 for (B)(4).